Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the doctor ablated an osteoid osteoma and at the end of the treatment, there was a skin burn around the probe at the skin. During the ablation of an osteoid osteoma, the doctor used an on control drill to grind the bone to get to the osteoid osteoma. Then he placed the probe in the outer cannula of the drill. He pulled the outer cannula out until he was 2.5 cm from the tip and then turned the probe a few times to create some air between the probe and the bone. He followed protocol and the nitus was ablated for 6 mins at 90 degrees. At the end of the treatment, there was a skin burn around the probe. Later the doctor retrieved the probe to see if there were scratches in the insulated part of the needle. He saw that there were scratches around 2.5 cm from the tip and wonders if he scratched the probe when turning it, causing the probe to heat up outside the lesion and for the pt to have a skin burn. The burn was a second degree burn and it was treated with a cream.